Event description:
It was reported that the patient had a previous MRI and had to have the device taken out. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3966, lot# la3838, implanted: (B)(6) 2002, explanted: (B)(6) 2011, product typ lead product ID 3095-10, lot# serial# (B)(4), implanted: (B)(6) 2002, explanted: (B)(6) 2011, product typ extension product ID 3031a, lot# serial# (B)(4), product typ programmer, patient. (B)(4).